Event description:
It was reported that a patient was monitored by a delta monitor and only the spo2 sensor was connected. Medical staff reported that the patient repeatedly pulled the spo2 sensor off from his finger, which resulted in many alarms. The spo2 alarm was then switched off by the user. During the onsite evaluation, no malfunction of the delta monitor was identified. There was a patient death reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.